Event description:
It was reported that the 9800+ system displayed "allow 24 hours for charge" message, then no fluoro. Another system was used to do case. There was no report of patient injury.

Manufacturer narrative:
The reported isssue is currently under investigation. A follow up report will be filed when additional details become available.